Manufacturer narrative:
Evaluation: method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion - the cause for the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg site became swollen, red and painful. The patient went to the emergency room where a culture was taken and the patient was prescribed antibiotics. The patient had a follow-up appointment with her physician and clear fluid along with pus was present at the ipg site. The patient's antibiotics were continued. The culture was positive for (B)(6). The patient is to meet again with her physician as the next course of action.